Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rear0356 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rear0356) have been reported from the same facility in france.

Event description:
Healthcare professional (hcp) reported that a leak was discovered at the entry point of PICC line in the patient's skin. Hcp reported that it was impossible to know if it was a subcutaneous leak and that the fluid which oozed was not blood but infusion liquid. Infused product was amoxicillin 4gx4 administered daily. A new PICC line was placed in the patient with no reported issues. This report addresses the first catheter the patient had.